Event description:
The manufacturer was notified on (B)(6) 2016 that a patient coded in pacu CPR administered and patient taken back to surgery after the implant of perceval valve, size 27. During surgery perceval was explanted and a hole was observed in the aorta during the explant. Then mitroflow valve, size 21 was implanted. Surgeon stated patient's bp went over 200. It was reported that the patient died but actual date of patient's death is unknown.